Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision (hmrs parts replacement after 12 years) according to bfarm special approval 92.16-5640-s-023/22. Update 25may22: after 12 years , the poly is worn out. There was a massive instability in the knee joint. Especially the stopper on the proximal tibia was very crushed.

Event description:
Revision (hmrs parts replacement after 12 years) according to bfarm special approval 92.16-5640-s-023/22. Update 25may22. After 12 years , the poly is worn out. There was a massive instability in the knee joint. Especially the stopper on the proximal tibia was very crushed.

Manufacturer narrative:
Reported event: an event regarding crack/fracture, wear, and instability involving a hmrs bushing was reported. The crack/fracture and wear events were confirmed via evaluation of the returned device. Instability was not confirmed. Method & results: -product evaluation and results: visual inspection: the damage present on the hmrs bushing is consistent with delamination and material loss; which are common damage modes of uhmwpe. The bushing has fractured along the body of the articulating surface. Hackles are observed on the fractured surface are consistent with a fracture in overload. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to worn poly components and joint instability. The damage present on the hmrs bushing is consistent with delamination and material loss; which are common damage modes of uhmwpe. The bushing has fractured along the body of the articulating surface. Hackles are observed on the fractured surface are consistent with a fracture in overload. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.